Manufacturer narrative:
Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Log file analysis: a review of the controller log files associated with the event captured, confirmed the high watt alarms. A rise in power consumption has been logged on (B)(6) 2015 to a peak of 6.8w outside of normal power consumption. 5 high watt alarms have been logged since (B)(6) 2015. Waveform trends of this nature may be indicative of a thrombus event or change in patient state. (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed power consumption outside the normal operating range. Based on the information available, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event is thrombus formation or ingestion within the device. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The device is not available for return and evaluation. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from (B)(6) that this patient presented to the hospital with hematuria and "high watt" alarms; which were confirmed by the site via log file analysis. The patient was treated with lysis and was last reported to be doing fine. Investigation is ongoing.